Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015: information was received from a healthcare provider via a company representative regarding a patient in (B)(6) receiving intrathecal baclofen 500mcg/ml, 100mcg/day. The patient experienced an increase in symptoms of spasticity and was hospitalized. A catheter dye study was attempted on (B)(6) 2015 (date approximate) and it was not possible to aspirate the catheter or inject liquid into the catheter access port (cap). The physician increased the dose 15% to 115mcg/day. The patient¿s muscle tone decreased following the dose increase, showing that the catheter was not occluded. The physician felt the problem must be with the cap, possibly an occlusion. On (B)(6) 2015 another cap kit was used and it was still not possible to aspirate or inject via the cap. X-ray confirmed that the needle was inserted properly until the needle stop was reached. Both cap kits were tested and working fine on the table. The pump reservoir volumes (actual vs expected) were not discrepant. The issue was not resolved. It was planned to attempt another catheter study. The patient status at the time of this report was ¿alive-no injury¿. On 07/24/2015, additional information was received from a company representative the appropriate template was used and the catheter access port (cap) aspiration and filling trial had been performed two times with different cap kits. The filter had not been used for aspiration. The needle placement had been verified by x-ray and it was in the cap and pushed to the needle stop. There was inquiry regarding the cap's construction as the physician wanted to ensure there was no risk from the occluded cap to occlude the internal catheter as well; otherwise he wanted to explant the pump. On 07/30/2015 additional information was received and indicated the patient was receiving intrathecal lioresal.

Event description:
On 2015-09-30, additional information was received from a manufacturer representative (rep) . It was reported that the patient's daily dose was increased and the patient had good therapy outcome. The were still unable to aspirate but the pump had not been replaced because, the patient had goo therapy outcome.